Event description:
The customer was taken to the hosp by paramedics for low blood glucose. The customer tested before paramedics arrived and received a result of 180 mg/dl. Paramedics tested approx 5 mins later and received a result of 28 mg/dl. The customer was taken to the hosp. Family member alleges that the customer had to go to the hosp due to taking the wrong amount of insulin because the device had been reading inaccurately. The hosp ran glucose controls on the system and the level one was out of range. The hosp gave the customer an IV and admitted. Dr had increased insulin based on higher readings. A request was made for the return of the suspect device and replacement product was sent.